Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59567. Device evaluation summary: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload loaded on the device. The cartridge reload was received with 5 drivers up and with the swing tab in the locked position. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastric tube formation, the device could not be fired at the 2nd firing. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.